Manufacturer narrative:
It was reported that the castors were damaged. The remote service engineer (rse) provided the customer with the part number to order replacement casters. Per good faith effort (gfe), the customer is removing the unit from service as they are awaiting the battery to complete repairs. If additional information is received at a later time, then this complaint will be reopened and processed accordingly. The customer is removing the unit from service at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the castors were damaged. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the castors were damaged. The remote service engineer (rse) provided the customer with the part number to order replacement casters. The investigation is ongoing.